Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 1/30/98. Subsequently, the pt experienced a rupture of the device, capsular contracture, hematoma and asymmetry.